Event description:
Arthrex knee scorpion needles were opened for the case; one of the needles miss-fired and the tip was missing. Radiology called to rule out a retained foreign body. While awaiting x-ray, the tip of the needle was found in the scorpion instrument (reusable). An x-ray was taken and radiology read x-ray and confirmed there was no foreign object in the patient.